Manufacturer narrative:
Conclusion code: patient age was below 21 years old at the time of implantation. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Device evaluation: product evaluation found that the lens was returned dry in a micro-centrifuge vial. Visual inspection found no visble damage to lens and clear and red residue on lens. (B)(4) conclusion code: per dfu for this lens model, vicl's are contraindicated of implantations of a lens in an eye with an anterior chamber depth (acd) less than 3.0 mm. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vicmo12.1, -12.5 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2017 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.